Event description:
A report was received from co's distributor. The report stated: the physician inserted the catheter into a guiding catheter and experienced some resistance but was able to pass the catheter. He advanced the catheter with a guidewire and when he exchanged the guidewire with another it jammed. He retrieved the system and found the distal marker was missing. The pt did not suffer any adverse effect from the remaining tip. The device was returned but has been held up in customs and reportedly the FDA has detained the device.